Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer states that they have large crack in insulin pump and condensation on inside of screen from working with insulin pump against body. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump is no longer water tight. The customer was advised that the cot pump would be sent.